Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the iol was loaded smoothly and without issue and the forcep tips were not placed on the iol and any time. The iol was advanced into the cartridge by gently seating the iol in the cartridge with the curved tying forceps with tips up. Once the iol was inserted, a half mm tear was noted on the outer perimeter of the iol, in the area where the trailing haptic attaches to the lens the damaged iol was left in place and the procedure was completed. The iol remained implanted, the cartridge was mistakenly thrown away. The cartridge was checked inside with a koch spatula that noted no roughness inside of the cartridge and the cartridge was also examined under the microscope with no damage noted. There was no patient harm. Additional information has been requested.